Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was sample leakage. The following information was provided by the initial reporter. The customer stated: there was "blood leaking from the hemogard cap. Noted that whilst collecting a patient sample the llad was leaking from the 18g needle inside the holder where the blood tubes are inserted. Customer collected 2-3 blood tubes and not sure whether this is caused by user error or the llad is leaking."

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos from the customer in support of this complaint. The photo was evaluated and show the blood in the stopper. Although photographs provided by the customer do indicate blood pooling in the stopper, there is no evidence that the device was the cause of this defect. Additionally, 10 retention tubes from the bd inventory were functionally tested using bd multi-sample needles and bd single-use holders, and the issue of leakage was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was sample leakage. The following information was provided by the initial reporter. The customer stated: there was "blood leaking from the hemogard cap. Noted that whilst collecting a patient sample the lead was leaking from the 18g needle inside the holder where the blood tubes are inserted. Customer collected 2-3 blood tubes and not sure whether this is caused by user error or the llad is leaking."